Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was returned for drifting when undocking. The reported problem was confirmed by the field engineer, but not replicated during failure analysis testing. The unit was tested on an in-house system in normal mode with no errors. The unit was also tested on a testing platform with no errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4. The fse explained the possible errors that might be causing the drifting on the usm 4 to the surgeon, nurse and the clinical sales representative (csr). The operating room (or) having uneven floors could be one of the reasons as well. The system was test driven and verified for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) universal surgical manipulator (usm) 4 drifted while undocking and the port clutch was depressed but the usm 4 continued to drift. Technical support engineer (tse) reviewed system logs, no associated logs to report. The site finished with all robotic procedures. The procedure was completed with no reported injury.